Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The system was then tested and met all product specifications. Unrelated to the reported event, the system message (sm) [function is not allowed when the footswitch treadle is down or buttons are pressed] was noted in the event log. The footswitch right heel jammed intermittently. The company service representative cleaned and lubricated the footswitch to resolve the issue. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy procedure the system changing the setup page. The procedure was completed on the same day without any patient impact.